Manufacturer narrative:
Investigation summary: mgit 960 sire supplement kit batch 4184768 is composed of mgit 960 sire supplement batch 4116704, mgit 960 streptomycin batch 4137168, mgit 960 isoniazid batch 4116698, mgit 960 rifampin batch 4116699 and mgit 960 ethambutol batch 4137179. The batch history record review for the kit batch was satisfactory, and no notifications were generated. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixing until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials. Stoppers are manually placed in the vial openings, septum caps are manually placed on top of the stoppers, and then mechanically crimped per standard operating procedures (sop). Mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin, and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogeneous solution. The solution is then sterile filtered, dispensed into vials, and stoppered by machine. The vials are lyophilized, and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make an mgit 960 sire supplement kit (material 245123). The batch history record review for the sire supplement and antibiotics included in this kit was satisfactory, and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and lyophilization processes were within specifications. Qc inspection and testing were satisfactory at the time of release. The complaint history was reviewed, and no other complaint has been received for kit batch 4184768 regarding streptomycin performance. Retention samples from streptomycin batch 4137168 were available for inspection. These samples were performance tested with sire supplement batch 4116704 per the standard performance protocol, which includes mycobacterium tuberculosis h37rv atcc 27294 and mycobacterium tuberculosis (zopf) lehmann and neumann [h37rv-sm-r] atcc 35820. The test results with the organisms above exhibited the expected sensitivity and resistance reactions as stated on the certificate of analysis (coa). No return samples or photos were received for investigation. Retention sample testing of streptomycin batch 4137168 was satisfactory. This complaint cannot be confirmed. Bd will continue to trend complaints for performance defects.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, one (1) streptomycin false resistant patient result to mycobacterium tuberculosis was obtained. It was noted the streptomycin false resistant result was not consistent with the clinical picture or to the local epidemiologist. Upon repeat patient testing, a streptomycin susceptible result was obtained. There were no health impact or consequences reported.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, one (1) streptomycin false resistant patient result to mycobacterium tuberculosis was obtained. It was noted the streptomycin false resistant result was not consistent with the clinical picture or to the local epidemiologist. Upon repeat patient testing, a streptomycin susceptible result was obtained. There were no health impact or consequences reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g4. PMA/510(k)#: k014123. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.